Manufacturer narrative:
(B)(4). The complaint opt944 optiflow + adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher and paykel healthcare (f&p) field representative, that the headgear was detached from the interface of two opt944 optiflow + adult nasal cannulas. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the headgear was detached from the interface of two opt944 optiflow + adult nasal cannulas. There was no patient involvement.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is based on the visual inspection of the returned subject opt944, information provided by the customer and our knowledge of the product. Results: visual inspection of the returned cannula revealed that the head strap was pulled out of the right hinge hook. The tube was also found stretched at the manifold. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that this was caused by pulling the head strap out of the hinge hook with excessive force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."